Event description:
It was reported that the patient with this artificial urinary sphincter (aus) was experiencing urinary incontinence and the device has never worked properly. A replacement surgery was performed, and the physician believes that the pressure regulating balloon (prb) was too superficial which did not allow it to inflate the cuff properly. All components were removed and replaced, the cuff and prb were tested upon removal and no leaks were detected. No patient complications were reported.